Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the plastic distal end cover, nozzle, adhesive around objective lens, adhesive around light guide lens, bending section cover, the adhesive on the bending section cover, and connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.